Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling of the objective lens adhesive was stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the video connector was deformed, the adhesive around the objective lens was peeled, the bending section rubber was scratched, the adhesive on the bending section rubber was chipped, the universal cord was dented, the universal cord was dirty, the video cable was dirty, and the bending angle in the up direction was out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a deformed video cable. Inspection and testing of the returned device found the objective lens adhesive was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.